Event description:
The customer received questionable results on six tina-quant albumin gen 2 (malb) urine samples. Two of these samples were discrepant and were reported outside of the laboratory. All results are in mg/l. Sample (B)(4) had an original result of 34.7. The sample was repeated on cobas c501 module serial number (B)(4). The repeat result was 21.6. The sample was then repeated on the original analyzer, serial number (B)(4); which resulted 22.0. The repeat result of 21.6 was deemed to be the correct result by the customer. Sample (B)(4) had an original result of 78.0. The sample was repeated on cobas c501 module serial number (B)(4). The repeat result was 3.8. The original results were reported outside of the laboratory. The repeat results were considered by the customer to be the correct results. The customer stated that no patients were treated based on erroneous results. The albumin reagent lot number was 65653101 with an expiration date of 11/30/2013. The field service representative found a worn sample probe, misadjusted rinse heights and contamination of ultrasonic mixers. He replaced the sample probe, adjusted the rinse heights and cleaned the ultrasonic mixers. The customer did performance testing and the results were within the customer's specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause. The issue with the sample probe, that was found by the field service representative, was not suspected to be the cause; as the deviation in the results was so high. Additional information was not provided for further investigation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.